Event description:
It was reported that approximately twelve days post implant of an atrial lead, the patient developed progressive shortness of breath (sob) and chest pressure. Also, the patient noted a significant increase of swelling in the lower extremity and unspecified weight gain. An electrocardiogram (ECG) revealed atrial lead undersensing. A limited echocardiogram (echo) revealed significant pericardial effusion with early signs of cardiac tamponade with dislodge and possible perforation of the right atrium with the right atrial pacing lead. The patient was transferred to another facility and a pericardiocentesis treatment procedure was performed, and a small amount of pericardial effusion remained around the right atrium. Subsequently, the atrial lead was re-positioned, and during the procedure to re-position the atrial lead the right ventricular (rv) lead was also re-positioned, and both leads remain in use. Repeat echocardiogram showed significant decrease in pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: mcs-p3-29-aoa transcatheter valve, implanted: (B)(6) 2015; k063 competitor pacemaker implanted: (B)(6) 2015. (B)(4).